Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed. A review of the share log was performed, and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause cannot be determined, as the allegation not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was determined that signal loss was related to the mobile application. A review of the share logs was performed, and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury, or medical intervention was reported.